Manufacturer narrative:
(B)(4). The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: device embolization.

Event description:
It was reported to gore a 37mm gore® cardioform asd occluder was selected to treat an atrial septal defect. The device was successfully implanted and looked stable on fluoroscopy; however, later that evening the device embolized to the mitral valve. An attempt to remove the device by snare was made, however, was unsuccessful. The patient was taken to surgery where the device was removed and the defect was surgically repaired. It was reported the patient was doing well.